Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion, the sheath and dilator would not lock together. There was no patient death or complications reported. It is not known how they completed the procedures.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that during insertion, the sheath and dilator would not lock together. This issue was not confirmed. The report was reviewed; however a comprehensive investigation could not be performed because the actual complaint sample was not returned for analysis. The lidstock from the kit was returned as the sample. The device history records for the sheath and dilator were reviewed with no evidence to suggest a manufacturing related issue. The probable cause of difficulty locking the dilator into the sheath could not be determined based upon the information provided and without the actual complaint sample. No further action will be taken.